Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving low scan results compared to readings obtained on a competitor brand device. As a result, customer experienced a loss of consciousness and was seen at a hospital where a reading of 283 mg/dl was obtained on the healthcare meter and customer was treated with an unspecified injection. Customer could not recall his diagnosis or the specific treatment. There was no report of death or permanent injury associated with this event.